Event description:
During dialysis treatment (approx 2.5 hrs into treatment) it was noted that the arterial line was kinked above arterial header. Blood specimen obtained and spun down. Separation of cells was noted. Pt stated pt had a little tightness in chest.